Manufacturer narrative:
No product was returned for evaluation as no malfunction was alleged. No radiographs or images were provided. The root cause is undetermined and no additional investigation can be completed. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device. Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery.

Event description:
On (B)(6) 2018 a patient underwent a lateral lumbar interbody fusion at l1/3. 3 months post-op the patient experienced persistent right thigh pain/weakness secondary to persistent stenosis and underwent laminoforaminotomy at right side l1/2.